Event description:
It was reported that a piece of inserter broke inside the bone, this happened with two anchors. One was successfully removed, but the other stayed inside the bone. Patient has very hard bone, however it was prepared with the proper drill. Finally, one anchor was successfully implanted. No patient injuries were reported.

Manufacturer narrative:
Two 72202397 bioraptor knotless suture anchor devices reported on. The devices are not returning per a customer communication attached to the complaint. Customer photos have been provided. These coupled with the provided data, will be used to perform both evaluations. The information will be shared as the photos do not specify which belongs to which complaint. If product or other relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. The complaint event indicates that the patient¿s bone was ¿very hard¿. It also indicates that the prep was done with ¿the proper drill¿. Subsequent request for prep details relayed that the proper prep twist drill bit instrument 72202404 was used. The photo of the steel inner shaft component indicates excessive force was placed upon the device. The distal tip has become twisted. This is consistent with continued torque application after the anchor has ceased rotating. No root cause associated with the manufacture of this device was confirmed.